Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". The following repair activities were completed: defective relay board replaced, damaged rf board replaced, damaged psu board replaced, physical damaged case upper replaced, physical damaged case lower replaced, functional test acc. To test procedure completed, by built-in-test (bite) indicated fault codes analysed unit cleaned, unit calibrated newly. A review into the depuy synthes mitek complaints system revealed 1 other similar complaint for this device serial number. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during an unknown procedure the vapr vue generator displayed an error code. The status of the procedure is and unknown and there is no reported surgical delay. This is report 1 of 1 for (B)(4).